Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150 j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to zmc, but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture date: monitor: 12/16/2015. Electrode belt: 12/27/2012.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated on (B)(6) 2019 prior to passing away. The exact date of passing is unknown. The patient was at the hospital at the time of the treatment event. Per review of the download data, the lifevest delivered an appropriate treatment at 15:27:41 while the patient was in ventricular tachycardia (vt). The post shock rhythm was sinus bradycardia at 40 bpm. The patient then received three non-lifevest defibrillation shocks between 15:29:49 and 15:33:02. The patient's rhythm was bradycardia at 20 bpm with nsvt at the time of the first non-lifevest defibrillation shock. The post shock rhythm was vt at 190 bpm. A second non-lifevest defibrillation shock was delivered while the patient was in vt at 210 bpm. The post shock rhythm was vt at 200 bpm with motion artifact. The patient received the third and final non-lifevest defibrillation shock while in vt at 210 bpm. The post shock rhythm was CPR artifact. A non-treatable rhythm flag was observed at 15:33:19. The device was shutdown at 15:39:27. Reporting out of abundance of caution due to the bystander intervention. The patient subsequently passed away. There is no evidence that the treatment caused or contributed to the death.